Event description:
The physician at the hospital reported a 3-spike disposable set tubing break, which caused a fluid leak during emergency operation on a patient.

Manufacturer narrative:
The broken connector was returned to belmont for evaluation and was visually inspected by belmont's engineering and quality teams. It was found that there were no missing pieces of material; the material showed characteristics consistent with a force applied to the component. This failure could have occurred due to an accidental application of force to the component, however there was no report from the field of such an event. A definitive root cause of this damage could not be determined. As the lot number is not available, a review of the associated manufacturing batch records and library/retain sample is not possible. It was reported that the patient was being treated for massive blood loss after an aortic aneurysm. Upon follow up with the hospital, the physician stated that the incident delayed treatment and proably contributed to an adverse patient outcome, however the nature of injury was not reported. A review of historical data indicates that this is an isolated incident; there have been no other reports of this exact type of failure. This connector has been utilized in belmont disposables for many years. It is manufactured from polycarbonate material, which is known to be very resilient to temperature variation, impact, and stresses that are encountered during normal clinical use. Belmont will continue to monitor for similar reports of this nature.